Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07982. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and anterior vault prolapse after hysterectomy and mesh was implanted along with the concurrent procedure of cystoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision/removal on (B)(6) 2008. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent unk tvt sling suprapubic implant on (B)(6) 2008 by dr. (B)(6) at (B)(6) hospital due to recurrent sui. (Per operative report)

Manufacturer narrative:
Date sent to FDA: 06/29/2017. Patient codes: (B)(4) urinary tract infection, (B)(4) nocturia. It was reported that following insertion the patient experienced frequent urinary tract infection and nocturia.

Manufacturer narrative:
Patient codes: (B)(4) - obstruction, (B)(4) - inflammation additional narrative: it was reported that following insertion the patient experienced obstructive voiding, and atrophic vaginitis.